Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) between 40-42 mg/dl. Reportedly, customer delivered more insulin than what was appropriate for bg. Customer stated that it was due to user error. Customer addressed bg by drinking carbohydrates.